Event description:
It was reported that noise was observed on the right ventricular channel. The physician alleged the event was related to the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of device noise was not confirmed. The device was received with normal telemetry and output. A visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Manufacturing investigation was also performed to assess the epoxy condition, which determined that this condition is acceptable and not problematic. Further analysis performed, including sensing test, did not find any anomaly that could contribute to the noise complaint. A longevity assessment found the device operating above the elective replacement indicator level and within expected longevity.